Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line. The customer's blood glucose was not impacted. Reportedly, the customer loaded a new cartridge and resumed insulin to address the issue.